Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following event of a type 1b endoleak of the left common iliac artery. Procedure related harms of this complaint could not be determined with the medical records / images available for independent review. The final patient status was reported to be discharged on the first post operative day following a successful secondary endovascular procedure. The type 1b endoleak was most likely user related due to the off label left common iliac artery. The left common iliac artery measurement was 46.8mm with significant thrombus on the pre-CT (IFU states should be 10-23mm). No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with duraply.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with a bifurcated stent graft and four (4) limb stent graft extensions to treat an abdominal aortic aneurysm (aaa). Approximately 2.5 years post initial procedure, a type 1b endoleak was reported. A secondary procedure was completed. The physician elected to implant (2) additional limb stent graft extensions. The secondary procedure was successful in resolving the reported type 1b endoleak. The patient went home the next day.